Manufacturer narrative:
The technician found the brakes were defective. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performs preventative maintenance on their bed. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in storage at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).